Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, the pull wire broke inside the patient and the forceps were unable to close. The wire remained intact on the device, but disconnected from the attachment to the jaws. The procedure was completed with another coredx biopsy forceps. There were no patient complications reported as a result of this event.